Manufacturer narrative:
(B)(4). Ketoacidosis. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, while washing dishes, the cgm was displaying 64 mg/dl. During this time, the patient did not have any symptoms. After washing dishes, the patient was about to eat then suddenly passed out. A friend called emergency medical technician's (emt). Emts arrived within 8 minutes and checked the patient's bg which was 14 mg/dl. It is unknown what the cgm was displaying during this time. The patient woke up in the hospital. The patient did not know what medication was provided to them while they were unconscious but someone the hospital had informed the patient that they were treated with grape jelly when the patient noticed their mouth was sticky. After the patient stabilized, he was transported from the emergency room to a different room and discharged from the hospital on (B)(6)/2024. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.